Event description:
The customer reported high blood glucose. The blood glucose reading was 394 mg/dl. Prior to the event, the patient changed the infusion set and then experienced thirst. He has treated the blood glucose with glucose tabs and food. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.